Event description:
The patient compared his meter to the lab. His meter result was 212 mg/dl and the lab result was 130 mg/dl. The patient reported no symptoms at the time of testing. The tests were performed within 20 minutes. No injury or harm was alleged. The test strip vial was cracked/broken, which could lead to inaccurate results. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot.